Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation in clinic, the device showed a maximum charge time of 0.3 second. Maintenance test was performed and the new reading was 7.6 seconds. Further evaluation confirmed it was a diagnostic anomaly. The patient was stable.